Event description:
Pacifier placed in mouth of crying newborn found in pieces when nurse returned to crib. Came apart into 3 small pieces, any of which were small enough to present an aspiration hazard to a newborn. No actual pt injury.